Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed, and failure analysis investigations confirmed the customer-reported complaint. The universal seal was found to have a broken piece. The broken piece was from the duckbill; however, the broken piece was returned with the received seal. The missing piece was approximately 0.161" x 0.324" in size. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of black rubber broke off of the seal and fell into the surgical site. The procedure and the patient outcomes are unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no additional surgical procedure was required to remove the fragment. The procedure was robotically completed. Per the surgeon's operation note and discharge summary, the fragment of the port was not even mentioned. The patient was discharged on time, and in stable condition. No patient injury or harm was reported. No media is available for review.